Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released during use. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed during use. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was used in an interventional procedure. It was stored and prepared according to the instructions for use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no stent, and no >50% stenosis at or near the puncture site. The target site had not been closed within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-cordis catheter sheath introducer (csi) was used. The procedure used an antegrade approach. There were no issues connecting the vascular sheath introducer with the exoseal vcd, and no resistance, friction, or kinking of the sheath was encountered. The introducer was retracted until it engaged with the indicator wire cowling, and it locked with the handle assembly with an audible click. Retraction continued until the indicator window turned solid black, and the exoseal vcd was securely locked with the introducer. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until the flow significantly slowed or stopped. There were no issues or damage with the deployment lever. The device was not attempted to be deployed outside the patient¿s body. The device will be returned for analysis. Two photos were attached to the event (B)(4). The photos showed the distal end of a vascular closure exoseal device where the indicator wire was observed to be deployed and the plug was denoted still inside the delivery shaft. Nevertheless image of the deployment lever position was observed, to confirm the complete activation of the deployment system. No additional anomalies or notable details were observed in the image. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A 5f cordis rainsheath catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit. The result obtained was within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿eployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. The device was successfully deployed with full window transition during the functional analysis. No anomalies were noted during the complete evaluation. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed during use. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was used in an interventional procedure. It was stored and prepared according to the instructions for use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no stent, and no >50% stenosis at or near the puncture site. The target site had not been closed within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-cordis catheter sheath introducer was used. The procedure used an antegrade approach. There were no issues connecting the vascular sheath introducer with the exoseal vcd, and no resistance, friction, or kinking of the sheath was encountered. The introducer was retracted until it engaged with the indicator wire cowling, and it locked with the handle assembly with an audible click. Retraction continued until the indicator window turned solid black, and the exoseal vcd was securely locked with the introducer. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until the flow significantly slowed or stopped. There were no issues or damage with the deployment lever. The device was not attempted to be deployed outside the patient¿s body. The device will be returned for analysis.